Event description:
The customer reported that the patient had been implanted with a gamma nail in (B)(6) 2018. In (B)(6) 2019 it was noticed that the gamma nail had broken after implantation and the patient underwent revision surgery. The surgeon reported that good union had not been achieved and questioned whether the patient had mobilized too early.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. More detailed information about the complaint event as well as the affected device, x-rays and patient¿s medical record must be available in order to determine the root cause of the complaint event. Based on the event description ¿patient had been implanted with a gamma nail in (B)(6) 2018. In (B)(6) 2019 it was noticed that the gamma nail had broken after implantation and the patient underwent revision surgery. The surgeon reported that good union had not been achieved and questioned whether the patient had mobilized too early" and as the implant broke after around 7 months of surgery, therefore a non-union is very likely, meaning the bone was not healed to the time of the nail breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above observations the event is not linked to a deficiency of the device. A review of the labeling did not indicate any abnormalities. General aspects: a nail will be subject to a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight (see bmi), increased loading or material damage are pointed out in the labelling. Non-union is a typical complication of proximal femoral nailing. This harm does not primarily depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primarily the respective surgical technique. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the patient had been implanted with a gamma nail in (B)(6) 2018. In (B)(6) 2019 it was noticed that the gamma nail had broken after implantation and the patient underwent revision surgery. The surgeon reported that good union had not been achieved and questioned whether the patient had mobilized too early.